Manufacturer narrative:
Method: it was reported that all 5 suspect devices were discarded. Therefore, the reporter returned 5 representative samples from the same lot number for testing. A review of the device history record (DHR) was performed for the lot number reported. Results: evaluation and investigation results will be provided once they are completed. The device history record (DHR) was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: a conclusion is not yet available as the investigation and evaluation of the devices is still in progress. Once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 330ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: right chest (port-a-cath). Report 2 of 5; please reference: 2026095-2014-00214/14-00885 (a), 2026095-2014-00225/14-00885 (c), 2026095-2014-00226/14-00885 (d), 2026095-2014-00227/14-00885 (e). Pump 2: an incident involving one patient with 5 incidents of fast flows were reported. The incident was described as "infuser finished ahead of schedule (in the same patient)." It was reported that the infusion ended 1 or 2 days earlier than expected. The patient reported fatigue, nausea and malaise following the infusions. At the time of this report, the patient was still undergoing treatment. The pump was filled on (B)(6) 2014 and infusion was started on the same day. The infusion ended on (B)(6) 2014 (7 days), this is when the defect/incident was noticed.